Event description:
The initial reporter questioned the results for multiple patient samples tested for albumin on a cobas 8000 c 702 module. The customer also had qc issues. The customer provided an example of discrepant results for 1 patient sample. The initial result was 21.2 g/l (2.12 g/dl). The repeat result was 27.2 g/l (2.72 g/dl). Questionable results were reported outside of the laboratory. The albumin reagent lot number and expiration date were not provided.

Manufacturer narrative:
On 17-jan-2023 the field service engineer (fse) visited the customer site and replaced and adjusted all 4 reagent probes, replaced and adjusted a sample probe, and replaced the gear pump head. Instrument testing was acceptable. Calibration and qc were acceptable. On 18-jan-2023 the customer continued to have qc issues. The investigation is ongoing.

Manufacturer narrative:
On 06-feb-2023 the field service engineer (fse) revisited the customer site and found a kink in the detergent tube. The detergent tube was replaced. The investigation determined the event was due to an operator handling issue at the customer site. The customer is responsible for the detergent tube when the detergent bottle is replaced. The investigation did not identify a product problem.